Event description:
Received information regarding air bubbles coming from the cartridge to the cartridge tubing. Customer is not sure if blood glucose levels are affected.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up MDR will be submitted.